Event description:
It was reported that the dexcom g7 cgm became unpaired from the ilet while the dexcom mobile app continued to display glucose readings, and the user subsequently restored pairing by toggling settings, restarting, and re-entering the pairing code. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no hospitalization. Investigation included remote troubleshooting and user education to re-establish the bluetooth connection. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet that was resolved through standard reconnect steps, indicating normal device function after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors consistent with use-related or environmental bluetooth disruption rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.